Event description:
A pt service representative assisting a (B)(6) female pt called into zoll lifecor customer support to report that the front-to-back sensors on the electrode belt would not pick up a signal, so she was not able to baseline. The pt received a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot baseline) was confirmed. Upon evaluation, it was found that the pca board in the distribution node had a defective component. Upon further evaluation, component (B)(4), a dual micropower operational amplifier, was found to be defective. The gain on the front-to-back channel was affected by the defective gain on the op amp, thus causing the baseline to be distorted. Once the component was replaced, the system was fully functional. No adverse event resulted from the defective electrode belt. The pt received a replacement belt.